Event description:
It was reported the pt was undergoing a declot procedure of their fistula in interventional radiology. At some point during the procedure when the physician was removing the catheter he noticed the black tip on the basket separated. He tried for an hour to retrieve what he believed to be the tip. He now believes what he thought was the tip was a vascular clip not associated with the fistula. Upon review with his colleagues, they determined it was best to leave the tip in the pt. The pt and family were notified of what occurred and the attempts made to retrieve the missing tip. The pt and the family were just pleased that the fistula was again functioning properly and that the pt was able to undergo their next dialysis treatment. No complications appeared to affect the pt as a result of this occurrence. There was a delay in treatment with no pt harm and no pt death or complications reported.

Manufacturer narrative:
(B)(4). The device will not be returned.